Event description:
According to the reported, the patient had been admitted with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported glucose levels reached approximately 300 mg/dl, rising to over 500 mg/dl prior to the medical event. Patient stated that a nighttime pod-out notification was received, a pod change was performed, and patient subsequently awoke in the hospital. Due to visual impairment, patient was unable to determine the position of the pink slide. Patient confirmed the cannula was inserted during wear and denied redness, swelling, or insulin leakage at the pod site. The hospital removed the pod, so cannula appearance could not be assessed. Patient reported wearing the pod at the time medical attention was sought on (B)(6) 2026, due to blackout and severe hyperglycemia. Patient was diagnosed with dka, hospitalized for approximately one week, and treated with intravenous fluids. Patient stated discontinuation of pod therapy based on visual impairment, difficulty filling pods and using the controller, and a recommendation from the healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.